Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer didn't receive a text message from the country group application and also couldn't do verification by her account. The customer was assisted to create a new account with the same issue. Troubleshooting was performed and the issue could not be resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the device and the product will not be returned for analysis.

Manufacturer narrative:
Investigation/testing summary: no attempt to reproduce was necessary because when checking the customer's account in the carelink support representative application (csr), we found that the customer had not consented to allow sms notifications and due to this, the customer was not able to receive the text notifications. The following steps were provided to helpline to resolve the issue: 1. First login to carepartner and connect to the patient account 2. Enter the patient you want to connect and submit the request (make sure both carepartner and patient are in the same country) 3. Patient will receive a notif to approve cp's request. 4. Log in to the patient and goto ""data sharing "", approve the carepartner request, and turn on the text notifications toggle. 5. Log in to carepartner, select the patient, click on gear icon, verify the phone number, turn on the text notifications toggle, and select the alerts that you want to receive. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the (B)(4). (Most likely) root cause: after conducting a thorough investigation, we found that consent for sms notifications were not accepted by the carepartner. Analysis summary: after consenting to sms notifications, customer confirmed issue resolved. The software successfully adhered to the specified requirements and performed in accordance with the expectations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.